Manufacturer narrative:
The insulin pump received with cracked case at display window corners and reservoir tube lip.

Event description:
It was reported that the customer's insulin pump has cracks to the display screen as well as the case. Customer's blood glucose level at the time 165mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.